Manufacturer narrative:
Section d10: concomitant products - three peg patella 29mm (cat# 200-02-29 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the female patient had an original exactech left tka. The patient presented back to surgeon's office with complaints of pain, swelling, instability, and dissatisfaction with their left tka. The patient has a recalled implant. Upon examination, the patient was scheduled to have a revision tka possible poly swap vs full revision. The patient had revision surgery on (B)(6) 2023. The patient underwent a left tka tibial poly swap and patella implant swap and revised to a truliant crc insert size 1.5, 13mm and optetrak 3 peg patella cemented 29m. The patient left the operating room (or) stable. There was no breakage of a device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. The devices are not available for evaluation due the implant was required to be sent to the lab and legal at the hospital.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d6a, h6. MDR section codes updated/corrected: a, b, c, d, e, g. The revision reported was likely due to the reported instability, or due to the inclusion of the polyethylene tibial insert in the packaging recall. Prosthesis wear of the patella appears to be an incidental finding during revision and does not appear to be the cause for the revision. Additional reasons for the reported revision may be tibial insert prosthesis wear and instability; however, the reported instability and tibial insert prosthesis wear could not be confirmed from the provided information. Additionally, a contributing factor to the reported wear may have been the result of the tibial insert being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.